Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood inside the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar, with damage which was flattened and torn to the tip of the device and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. A guidezilla guide extension catheter was selected for use. During the procedure, when the physician removed the guidezilla from the patient, it was noticed that the device became separated between the hypotube and its plastic end. The broken component was still inside the guide catheter and was removed easily. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.